Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00615. It was reported that patient experienced ineffective therapy and was confirmed via x-rays that both the leads had migrated. It was also reported that patient suffered a fall, causing the leads to have migrated. As such, surgical intervention took place wherein both the leads were explanted and replaced with new leads. Reportedly effective therapy was restored.